Event description:
Additional information was received that failure to sense and increased capture thresholds were observed on the rv lead.

Event description:
Additional information was received that no rotation anomaly was observed. A new rv lead was selected because the rv lead was unable to be implanted.

Manufacturer narrative:
The reported events were unable to implant, failure to sense and inadequate capture. As received, a compete lead was returned in one piece. The reported events of failure to sense and inadequate capture were not confirmed. X-ray examination and electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage.

Event description:
During initial implant procedure, helix rotation issues were observed on the right ventricular (rv) lead. The rv lead was replaced, and a new rv lead was implanted to resolve this event. The patient was stable.